Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 lot number should kept empty a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that a deviation of 10 was found on the pneumatic module upon testing. The pneumatic module was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation, investigation conclusions) g3 date in emdr (1358691) was incorrectly recorded as 14/11/2026; the correct date is 24/11/2026. A getinge field service engineer (fse) was dispatched to evaluate the unit and found the malfuctioned. The device was replaced with another device to continue treatment. On site inspection revealed that no alarm was detected during a simulated balloon test. However, upon logging into the backend to perform a full air circuit test, the fse reported that a deviation of 10 was found on the pneumatic module upon testing. The pneumatic module was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump had air leak alarm during use, there was no patient harm or injury.